Event description:
It was reported that the flow rate was reading marginal in the arctic sun device. Nurse stated that the patient had an abnormal anatomy and weighed only 43kg. The user chose a xs set of pads, 4 pads in place with good thigh coverage, probably needed a universal for better torso coverage per nurse. Nurse would add after the call. Nurse disconnected and reconnected pads, flow was still marginal but between 1.9 - 2.1lpm. Mss advised that with xs pads we would not expect high flow rates and that adding a universal would help increase flow. Nurse also stated that they were having a hard time getting patient up to target but were using normothermia therapy. Mss discussed the difference in therapy modes and control strategies, and nurse was going to consult the physician about using rewarming versus normothermia. Physician came in the room and the nurse would call back if any assistance needed in changing therapy selected.

Manufacturer narrative:
The reported event was confirmed use related. The potential root cause for this failure mode is "wrong size of pads selected". The device failed to met specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed - use related. The device was not returned for evaluation. The instructions for use were found adequate and state the following: directions for use: select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flow rate was reading marginal in the arctic sun device. Nurse stated that the patient had an abnormal anatomy and weighed only (B)(6) kg. The user chose a xs set of pads, 4 pads in place with good thigh coverage, probably needed a universal for better torso coverage per nurse. Nurse would add after the call. Nurse disconnected and reconnected pads, flow was still marginal but between 1.9 - 2.1lpm. Mss advised that with xs pads we would not expect high flow rates and that adding a universal would help increase flow. Nurse also stated that they were having a hard time getting patient up to target but were using normothermia therapy. Mss discussed the difference in therapy modes and control strategies, and nurse was going to consult the physician about using rewarming versus normothermia. Physician came in the room and the nurse would call back if any assistance needed in changing therapy selected.